Manufacturer narrative:
The ICD was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the returned device data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The final acceptance test proved the device functions to be as specified. The returned device data have been analyzed. The data showed that the ICD activated the safety backup mode on (B)(6) 2020 as a result of the detection of invalid memory content and delivered more than 100 shocks while in the safety mode. Furthermore, analysis revealed that the eos status was properly activated by the ICD as a result of this large amount of shock deliveries which depleted the battery. In general, the ICD is equipped with the ability to detect and repair invalid memory content. If the invalid memory content cannot be corrected, by design the ICD will activate the backup mode to ensure patient safety. Based on the information available for analysis, the root cause of the shock deliveries and the inconsistent memory content was not determinable. It cannot be excluded that the presence of invasive external influences, such as strong electromagnetic fields, may have led to the clinical observation. Should further relevant information or the device itself become available, this investigation will be updated.

Event description:
After an implantation period of approx. 39 months, its was reported that the device shows the eri status.